Event description:
It was reported that the injection flow rate was set for 1.5 cc/sec. And the injection site was the antecubital fossa. At the end of the exam (total of 150ml of contrast injected) an extravasation was noted on the pt's forearm. The extravasation volume was estimated to be approximately 3 inches below the area of the eda patch. The pt was treated with cold packs and the arm elevated. No further medical intervention was required.